Event description:
Complainant alleged that while attempting to monitor a male patient being treated for seizures, the device powered on without display. After a few minutes, the display functioned then went blank. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.